Event description:
The hospital's biomed reported a touchscreen failure. It is currently unknown if the unit was in patient use at the time that the touchscreen failure was discovered. No patient harm or injury has been alleged. Further patient information has been requested. The biomed reported replacing the touchscreen to address the touchscreen failure. During the touchscreen installation, the biomed indicated to have damaged the liquid crystal display (lcd) cable which resulted in this additional part having to be replaced. A philips remote service engineer (rse) provided technical assistance and determined that the biomed failed to replace the rear bezel to match the new lcd cable that was installed. The mismatch between the new lcd cable and the rear bezel caused the touchscreen to crack. The rse discussed with the biomed the difference between coated versus uncoated rear bezels and the extra room provided in the uncoated bezel to accommodate the lead bead on the lcd cable. The rse provided part information for the touchscreen, lcd cable, and user interface (ui) assembly for the biomed to complete the repair. The biomed confirmed that the ui assembly was replaced to address the user induced damage and had additional inquiries relating to the ui assembly installation, which were addressed by the rse. No further failures were noted. Based on the information provided, the alleged touchscreen malfunction was confirmed. An additional user induced damage event was noted during service which was unrelated to the original touchscreen malfunction. The user induced damage was confirmed to have occurred due to user error during touchscreen installation. There was no report of patient harm or injury related to the alleged touchscreen failure.

Manufacturer narrative:
Multiple good faith efforts were performed to obtain additional patient information, however, there was no response from the reporter. It could not be confirmed if the device was in patient use at the time that the touchscreen failure occurred or if the replaced touchscreen has been returned to philips for component analysis. If further information becomes available at a later date, a supplemental report will be submitted.